Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a completely dead was confirmed through troubleshooting of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the battery cell being defective due to being non-OEM.. The battery cell requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery, b/g was completely dead and the pump would not power on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.